Event description:
As reported: physician had the 14f sheath in the patient and loaded the closure device over a guidewire, and was not able to advance the bypass tube into the valve of the sheath, as he tried to insert the bypass tube, the delivery handle of the device kinked. He removed it from the guidewire and opened another 14f and loaded the new closure unit over the sheath that was in place. The bypass tube went in and he was able to complete the closure.

Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
One 14f manta closure, one 14f sheath, one 14f introducer, and one 14f depth locator were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. The manta closure unit did not exhibit an engaged lever. A kink was observed on the delivery tube. The button valve within the manta sheath did not exhibit any damage. The unit was functionally tested for advancement. Resistance was observed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a evar procedure, an 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. While the physician was trying to insert the bypass tube into the sheath hub, the manta closure delivery tube kinked. The first manta closure unit was removed, and a new 14f manta closure unit was opened. The first manta sheath was not replaced with a new sheath. No issues were encountered with the second device, closure was completed, and hemostasis was achieved. The IFU procedure requirements state the manta closure must be deployed using the manta sheath provided in the manta package; do not substitute any other sheath. In step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.